Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving with no input noted. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test the back light due to no button response. The device had a scratched display window, cracked case at display window corner, cracked belt clip slot,and cracked reservoir tube lip. No crack noted on the display window and the device had moisture damage on lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 320 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.